Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was duplicated and attributed to the smart pneumatic module board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.